Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm on occurred on a pump. Despite troubleshooting and changing to a back up pump, the alarm persists. Reservoir volume was 61.5 milliliters. The pump rate for the medication is 44 milliliters per 24 hours. No patient injury was reported.